Manufacturer narrative:
The reported failure of the device software has detected a drift greater than 0.2 slpm in the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6)., did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator alarm condition occurred while in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was evaluated by the third-party service center, and the customers complaint was confirmed. The device evaluation found a critical error code indicating the device software has detected a drift greater than 0.2 slpm in the machine flow sensor. The machine flow sensor was replaced to resolve the issue. An error codes in relation to (drift_debug) was recorded in the device event log therefore the system board was replaced to address. In addition, (mach_flow_drift_log) was recorded in the device vent log therefore the machine flower sensor was replaced to address the issue unrelated to the reportable malfunction. Components were replaced as part of maintenance of the device or due to contamination. The software was updated to 1.06.15.00. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.